Event description:
A 24 french foley catheter found on patient's bed with balloon broken and deflated, patient alert and oriented and states catheter just fell out. All pieces of balloon noted to be present. FDA safety report ID # (B)(4).